Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 1998. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2004 due to patient allegations of pain and dislocation. The modular head and liner were removed and replaced. This report is based on allegations set forth in plaintiff¿s notice and the allegations there in are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper position." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00215 & 01162).

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. " this report is based on allegations set forth in plaintiff¿s notice and the allegations there in are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision may occur. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.